Event description:
It was reported by service report that the fowler won't go down and the left cylinder was leaking on the floor. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: fowler.